Event description:
It was reported that this right atrial (ra) lead had dislodged into super vena cava (svc). This ra lead was explanted and a new lead of the same model was successfully implanted. No additional adverse patient effects were reported.